Event description:
Alleged that the head section dislodged from the slider pivots, which damaged the head section. He stated there were no injuries and said there was a pt in the bed, and the bed was being used in a cardiac center.

Manufacturer narrative:
Repairs to the bed have not been completed.